Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the large volume pump module had over infused on the night of april 30th to may 1st. The chemo drug was supposed to run for 30 minutes but infused in 10 minutes. There was patient involvement, but the outcome is unknown. Although requested further information was not provided.

Event description:
It was reported that the large volume pump module had over infused on the night of (B)(6) . The chemo drug was supposed to run for 30 minutes but infused in 10 minutes. There was patient involvement, but the outcome is unknown. Although requested further information was not provided.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.